Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to address the issue in (B)(6) 2022 and the system was explanted.

Manufacturer narrative:
Date of event is estimated.